Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion. Intra-op, the lower arm of the reported product could not be fixed when the product was set on the bed rail and a retractor was attached. The operation was completed using a spare device. No patient complications were reported as a result of this event. After the operation, the person in charge checked the product, and noticed that the parts on the side of the lower arm fixing screws were loose. It seemed that the functionality of the product improved after tightening that part.